Manufacturer narrative:
Follow-up #1: date of submission 10/27/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged overheating pump issue was not duplicated in the evaluation. Review of black box data did not find any activities related to the complaint. Using the returned caps, the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any pump overheating or alarms. The electrical current draws were found to be within specifications. Unrelated to the complaint, moisture was observed behind the display. A pump casing crack was found near the lower right corner of the display. A leak test showed a leak where the crack was located. Pump casing was opened and evidence of moisture intrusion was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue with no moisture or corrosion noted in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.